Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a lead safety switch (lss) with the device in retry at 5.0 v with automatic capture (ac) on. The patient was not pacer dependent in the ventricle, however, the patient does suffer from atrial fibrillation (af). The presenting electrogram (egm) displayed pacing with an unknown morphology, however, capture appeared to occur in unipolar at 5.0v. The lss was reset and no capture was observed in bipolar, with pacing impedance measurements greater than 2,500 ohms. Reprogramming to unipolar, impedances continued to measure greater than 2,500 ohms. A revision procedure was performed and the rv lead was surgically abandoned as a result of the increased impedance measurements and increased threshold measurements of 3.0v at 0.4ms. No adverse patient effects were reported during the procedure.